Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a (bg) blood glucose level. It was not provided if bg level was low or high. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available